Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned system controller. Log files were submitted and downloaded for review and data from the event date of 12feb2026 was reviewed. The log files captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections from 13:43:34 to 18:15:46 due to the relative state of charge voltage dropping to approximately 0 volts (v). The atypical alarms occurred while connected to 14v batteries and occurred on the white power lead. No other notable alarms were observed. The alarms did not affect the system controller¿s ability to operate the pump at the set speed. Further evaluation of the returned system controller incidentally revealed wire fatigue was observed on the black power cable. The returned system controller (serial number: (B)(6)) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 25jul2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including power cable disconnect alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. A) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the was having alarms due what they assumed to be a problem with their clips. The patient also believed there was some involvement with their back and while power cables. Upon initial interrogation no alarms were seen that endorsed the alarms the patient claimed. Log files were submitted for review and captured intermittent power cable disconnect (f12) while connected on battery from (B)(6) 2026. This indicated that white power cable may have a poor connection between the battery clips. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. The system controller was exchanged. It was later confirmed that exchanging the system controller resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.